Event description:
It was reported that this pacemaker was explanted due to an unknown product performance issue. This device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that this pacemaker was explanted due to concerns of premature battery depletion (pbd), the battery lasted less than expected. This device was successfully replaced. No additional adverse patient effects were reported.